Event description:
The device was implanted on 05/28/97 for infusion of fudr through the gastroduodenal artery. Predicted flow rate = 2.0ml/day. On 06/30/97, the home health nurse contacted a manufacturer nurse and reported that the device was refilled three times by the home health agency. The device data was confirmed and is accurate. At the first device refill on 06/11/97, the device flow rate was 1.28ml/day. The device was refilled with heparinized saline. On 06/13/97, the device was refilled with fudr and heparin 60,000u. On 06/27/97, the device was refilled with heparinized saline and the flow rate was 1.18ml/day. The home health nurse reported that they are using the manufacturer's refill equipment and the device pocket looks healthy. The pateint had a hepatic arterial perfusion study (haps) done on 06/10/97. The home health nurse stated that she questions if both sideports were accessed as only one device sideport had needle marks on the skin. Th ehaps study concluded that liver perfusion to the left lobe was decreased the plan of action at that time was to notify the physician of the patient's problem an daccess both sideports to verify patency. The manufacturer nurse recommended that either antoher haps study or urokinase be considered if the question of an occluded catheter remains. The home health nurse stated that she did not consider air-lock to be a potential problem.